Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. On or about (B)(6) 2010, plaintiff contacted her physician to discuss birth control options, and underwent the essure procedure. Within a month of the procedure, she went to see physician who informed her that the essure device had migrated, perforated her ovary and that she required surgery to remove it. Shortly after, she underwent surgery to remove the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a month of the procedure was informed that the essure device had migrated and perforated her ovary. Shortly after, she underwent surgery to remove essure. These events are listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In the present case, no details regarding the insertion procedure were provided. Whithin a month of the insertion, consumer was informed that the essure device had migrated and perforated her ovary. Given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a month of the procedure was informed that the essure device had migrated and perforated her ovary. Shortly after, she underwent surgery to remove essure. These events are listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In the present case, no details regarding the insertion procedure were provided. Whithin a month of the insertion, consumer was informed that the essure device had migrated and perforated her ovary. Given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("within a month device had migrated/showing the tips of the essure at the uterine cornea / perforation : tubal muscular is on right side") and ovarian perforation ("essure device perforated her ovary/on the right side tlie tip of the coil could be seen just underneath the tubal serosa consistent with possible perforation into the tubal muscularis") in a patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abdominal pain, recurrent abortion (double pneumonia during delivery of my son in sep2009) and histoplasmosis. Concurrent conditions included overweight, crohn's disease and high cholesterol. Concomitant products included adalimumab (humira), atorvastatin calcium (lipitor), budesonide (entocort), citalopram hydrobromide (celexa) and duloxetine hydrochloride (cymbalta). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2012, the patient experienced rash vesicular ("shingle"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs") and gastrooesophageal reflux disease ("gerd"). In november 2015, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"), gastritis ("gastritis") and duodenitis ("duodenitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain upper, ovarian perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psoriasis ("psoriasis"), weight decreased ("weight loss") and arthralgia ("right hip pain"). The patient was treated with surgery (right salpingectomy and removal of the right essure coil with tubal cautery on the right side) and surgery (right salpingectomy and removal of the right essure coil with tubal cautery on the right side). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, depression, rash vesicular, psoriasis, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, vomiting, diarrhoea, irritable bowel syndrome, gastrooesophageal reflux disease, gastritis, duodenitis, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, bacterial vaginosis, bladder disorder, depression, diarrhoea, duodenitis, dysmenorrhoea, fallopian tube perforation, fatigue, gastritis, gastrooesophageal reflux disease, irritable bowel syndrome, menorrhagia, nausea, ovarian perforation, psoriasis, rash vesicular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Ultrasound scan - on (B)(6) 2009: essure at the uterine cornea on an unspecified date,essure confirmation test done which showed unilateral occlusion (left tube occluded,perforation (other) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, urinary tract infection, bacterial vaginosis, depression, shingle, psoriasis, nausea, dysmenorrhea, vaginal discharge, fatigue, weight loss, vomiting, diarrhea, ibs, gerd, gastritis, duodenitis, hair loss, bladder problem, urinary problems, right hip pain added.reporters,concurrent condition,lot number,lab data,lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("within a month device had migrated/showing the tips of the essure at the uterine cornea / perforation : tubal muscular is on right side") and ovarian perforation ("essure device perforated her ovary/on the right side tlie tip of the coil could be seen just underneath the tubal serosa consistent with possible perforation into the tubal muscularis") in a patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abdominal pain, recurrent abortion (double pneumonia during delivery of my son in (B)(6) 2009) and histoplasmosis. Concurrent conditions included overweight, crohn's disease and high cholesterol. Concomitant products included adalimumab (humira), atorvastatin calcium (lipitor), budesonide (entocort), citalopram hydrobromide (celexa) and duloxetine hydrochloride (cymbalta). On (B)(6) 2009, the patient had essure inserted. ,in (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010 the patient experienced urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In april 2012, the patient experienced rash vesicular ("shingle"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"), gastritis ("gastritis") and duodenitis ("duodenitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain upper, ovarian perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psoriasis ("psoriasis"), weight decreased ("weight loss") and arthralgia ("right hip pain"). The patient was treated with surgery (right salpingectomy and removal of the right essure coil with tubal cautery on the right side) and surgery (right salpingectomy and removal of the right essure coil with tubal cautery on the right side). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, depression, rash vesicular, psoriasis, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, vomiting, diarrhoea, irritable bowel syndrome, gastrooesophageal reflux disease, gastritis, duodenitis, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, bacterial vaginosis, bladder disorder, depression, diarrhoea, duodenitis, dysmenorrhoea, fallopian tube perforation, fatigue, gastritis, gastrooesophageal reflux disease, irritable bowel syndrome, menorrhagia, nausea, ovarian perforation, psoriasis, rash vesicular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Ultrasound scan - on (B)(6) 2009: essure at the uterine cornea. On an unspecified date,essure confirmation test done which showed unilateral occlusion (left tube occluded,perforation (other). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.